Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners,cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was performed. The device was returned for analysis.